Manufacturer narrative:
Due to the character limit in the e1 section, the ful event site name is (B)(6) hospital. Batteries failed run time test. Unit ran for 20 minutes before low battery alarm sounded. The batteries were replaced. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during use of cs300 intra aortic balloon pump, batteries are not holding charge. There was no patient harm reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had the batteries not holding charge. There was not patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d10, e1 (initial reporter, event site email), g3, g6, h2, h6 (health effect ¿ impact codes), h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4, g2, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and confirmed that the batteries failed the runtime test, as the low-battery alarm activated after only 20 minutes of operation. The fse replaced the batteries and completed the preventive maintenance (pm) in conjunction with the repair. The unit passed all pm procedures and was returned to the customer.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and confirmed that the batteries failed the runtime test, as the low-battery alarm activated after only 20 minutes of operation. The fse replaced the batteries and completed the preventive maintenance (pm) in conjunction with the repair. The unit passed all pm procedures and was returned to the customer.